Event description:
The customer reported a 1-2+ false positive reaction in the anti-d microwell to the abd/rev grouping gel card for rh typing on a patient sample tested on the ortho provue that was negative in manual gel. No erroneous results were reported.

Manufacturer narrative:
The customer repeated the testing in manual gel using the abd/abd gel card (lot# 060512053-03, exp. 4/19/2013) with a negative reaction in the d microwell. Cts confirmed that the gel card appearance was acceptable and qc was acceptable. All other patient testing using the same gel cards was acceptable. (B)(4). Service not requested.